Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the code resolved on its own after interrogating the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from a company representative (rep) via a healthcare provider (hcp) regarding an external device. It was reported by the company rep that the patient went in for refill and error code 108-pump memory error-catheter info could be lost-occurred. The company rep stated the physician did not make any changes or update but instead reinterrogated patient's pump with a different communicator and tablet and the error code was not seen again. The company rep confirmed that no catheter information was missing. Technical services agent discussed error code and confirming the report showed accurate catheter information.